Event description:
The manufacturer received information from a third-party service that during routine checking a ventilator inoperative alarm occurred. The device was not in patient use at the time of the occurrence. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 was returned and evaluated by third-party service center for routine checking. The device evaluation confirmed a flow sensor ventilator inoperative alarm and that the device was not ventilating. The technician recommends the trilogy evo machine flow sensor be replaced to address the issue. The part was ordered, and completion of the repairs are pending. The system does not meet the specification for the performed service and is not returned to use at this time. A follow-up report will be submitted with the evaluation results when and if they become available.